Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump might not be working completely, as she has changed her site. She administered a bolus, didn't eat anything she shouldn't and she had blood glucose. Customer is worried that she might be hospitalized as she had experienced a similar incident two years ago. The customer's current blood glucose was 322 mg/dl. Troubleshooting on the insulin pump was performed and during the call customer mentioned she fills her reservoir with cold insulin straight from the fridge. Customer has also seen blood on site. Customer didn't have a tubing clamp to perform the high pressure test. Customer is not returning the device for analysis.